Manufacturer narrative:
(B)(4). One sample was received for analysis and investigation. The sample consisted of one catheter of product 14.5 fr palindrome with slots, heparin coating and anti-microbial sleeve catheter, 19 cm implant length, 36 cm over all length (oal) that came inside a plastic bag and it presented signs of use (presence of blood). A visual inspection was performed and a hole was found on the joint of the catheter, below the hub. Additionally the sample was cut in half approximately 5 centimeters below the cuff. During functional testing (underwater test), bubbles were detected; they were coming out below the hub, from the lumen which corresponds to the venous extension. The lumen related to the arterial extension did not show bubbles during the test. Batch record review could not be performed since the lot# involved is unknown. According to the instructions for use it is important to exercise caution and perform a visual inspection before using the device. The catheter tubing can tear when subjected to excessive force and rough edges. Inspect the catheter frequently for nicks scrapes, cuts which could impair it's performance. While the labeling provides an appropriate warning, labeling cannot prevent a clinicians failure to heed the warning and nor can labeling control use of appropriate measures to use a device according to manufacturers instructions for use. According to the event description the catheter performed as intended for about 5 years which is considered enough evidence to rule out that this hole was caused during manufacturing operations activities. Based on investigation findings the most probable cause is product misuse (leak could be caused due to excessive force or due to an inappropriate use of cleaning agents). This failure mode is being addressed thru a corrective and preventative action (CAPA) and health hazard evaluation (hhe) therefore it is being referenced in this complaint. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y-junction (bifurcate). The catheter placement date was approximately 5 years ago. The date the catheter was replaced was (B)(6) 2015. The patient did not have any injuries as a result.

Manufacturer narrative:
Submit date: (B)(6) 2015. An investigation is currently under way; upon completion the results will be forwarded.